Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer rolled over the pump and as a result the touch screen became shattered and unresponsive. In addition, it was reported that the customer experienced difficulty loading multiple cartridges onto the pump. The customer's blood glucose was between 180-190 mg/dl. Reportedly, customer reverted to manual injections for insulin therapy.

Manufacturer narrative:
The failure investigation has been completed and the alleged touchscreen issues were verified. Duplication testing was performed and no failure was identified related to the reported cartridge issue.